Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3889-28, lot# j0555188v, implanted: (B)(6) 2005, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the battery was showing "low." It was also added the positional pain was sometimes "jabbing" pain at the right hip and this started about a year prior. The skin was intact. Therapy had "never been that successful" overall after initially helping. An additional report will be sent if additional information is received.

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient¿s therapy worked (B)(6), but gradually got worse. It was reported the patient did not know when the issue started. It was noted reprogramming did not resolve the issue. It was reported the patient felt their stimulator was not working or helping. It was noted the patient was taking medication on top of stimulation. It was reported the patient had positional pain at the implant site.

Event description:
Additional information received reported the patient was having concerns regarding their device or therapy. An appointment with their doctor on (B)(6) 2014 was noted.

Event description:
Additional information received reported the battery had reached normal end of life and the patient was returning to the implanting surgeon for revision/replacement consult. The cause of the lack of effect was not determined. No troubleshooting, intervention, or other actions had been taken to resolve the event.